Event description:
Patient had a diagnosis of sinoventricular tachycardia (svt). The procedure included catheter mapping of the svt focus and radiofrequency catheter ablation of the svt focus. Ablation signals did not record while the doctor depressed the ablation paddle. Consequently, critical information feedback was not available. During the procedure, auxilliary staff called siemens technical support. The operator stated that there was no one available to take the call and no clear indication was given as to when someone might be able to assist even though a case was in progress (notification #400101349209). Rf #7 error stating, "recording has been stopped due to technical error." Rf 6 & 7 can't pull up in review. We were able to pull up rf 8. We had nothing 4 full minutes during rf 7 & 8.